Manufacturer narrative:
Patient weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 3 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase level increased from approximately 400 u/l to 550 u/l and pulsatility index events were noted in the system controller history file. A transthoracic echocardiogram was performed and heavy spontaneous echocardiogram contrast within the inflow cannula was noted, which is reportedly a marker for blood stasis, concerning for fresh clot. The patient was switched from heparin to a bivalirudin drip and a chest CT angiogram with 3d reconstruction was performed. The study reportedly ruled out thrombus in the inflow and outflow cannulas, so the patient was switched back to a heparin bridge. No changes were made to the patient's inr goal of 1.8 - 2.0 and the patient was discharged home.

Manufacturer narrative:
A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.